Event description:
During an anonymous customer experience survey, it was reported that a patient had to discontinue peritoneal dialysis (pd) due to a serious infection. The patient also reported they had problems with their access, experienced sleep issues, did not feel better, and struggled to reach their target weight. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial report. An attempt was made to acquire further details concerning this infection; however, no additional information was obtained through the outpatient clinic. Additional attempts to obtain additional information could not be completed as there is no patient contact information in which to follow-up.

Manufacturer narrative:
In the initial report, there was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infection. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the catalog and lot numbers were not provided. A shipping history search for fmc cassettes delivered to the patient could not be performed as a patient account number was not identified. As such, device history and manufacturing reviews could not be conducted. Due to the limited information available, an investigation could not be performed. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During an anonymous customer experience survey, it was reported that a patient had to discontinue peritoneal dialysis (pd) due to a serious infection. The patient also reported they had problems with their access, experienced sleep issues, did not feel better, and struggled to reach their target weight. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial report. An attempt was made to acquire further details concerning this infection; however, no additional information was obtained through the outpatient clinic. Additional attempts to obtain additional information could not be completed as there is no patient contact information in which to follow-up.